Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) migrated and the patient had a revision surgery. Further follow-up is being conducted to determine what circumstances led to the migration. If additional information is received, a follow-up report will be sent.